Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized and treated with meropenem injection (1000mg, discontinued) and vancomycin injection (1000mg, discontinued) for peritonitis. On an unknown date, the pd catheter was removed, pd therapy was temporarily discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital and recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.